Manufacturer narrative:
(B)(4).

Event description:
While the device was being serviced at the philips repair bench for a different issue, the philips bench technician observed bent battery pca pins in both battery bays. There was no patient involvement.